Manufacturer narrative:
One 72201491 curved ultra fast-fix assembly used in treatment, was returned for evaluation. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The outer blue split protective cannula was not returned. The depth limiter was returned trimmed and attached to the needle. T1, t2 and suture were returned still situated within the needle track. This contradicts the allegation. Only the suture was loosened from the trimming of the depth limiter. T1 and t2 were slightly forward inside the track but not yet positioned correctly for stripping off the needle tip. Once correctly positioned fully forward, they were manually stripped off as expected. Per the device instructions for use ¿it is normal to encounter resistance prior to achieving the ready position.¿ complaint history review indicated a similar allegation for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery, the ultra fast fix t2 implant fall off after the deployment of t1. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.